Event description:
It was reported that an ilet user missed a meal announcement after snacking, resulting in a mild hyperglycemic excursion that the device¿s automated correction algorithm began addressing without a manual bolus. Symptoms included no acute clinical effects. Outcomes included no need for assistance, no backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included a review of device performance and user-reported history, along with troubleshooting and education on proper meal announcement practices. Investigation of this case revealed user-related use error due to a missed meal announcement, with the device operating as designed and delivering automated corrections. It was concluded that the event was attributable to use error rather than a device malfunction, and the user received education to prevent recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.